Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing for an unknown duration of asystole. Programming changes were made to rf sensitivity. Available information indciates that this product remains implanted and in service. No adverse patient effects were reported.